Event description:
During the transseptal puncture, the dilator and the sheath were punctured several times by the needle in the area of the curvature. Both the needle and the sheath were replaced. An agilis sheath was used which resolved the issue and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.